Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobectomy procedure, while the device was being used for dealing with the fissures, they installed the staple properly ,but the staple couldn't be activated after pressing the safety button. The surgeon was not able to squeeze the handle. Replaced with a new gun to resolve the issue in order to complete the case. There was no patient injury.